Event description:
It was reported that the patient's pump had been completely dry at refills on two (2) separate occasions, and the patient had not hear the pump alarm. The hcp told the patient that it was not possible for her to have been under dosed. No patient injury was reported. The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter: model # 8709, (B)(4), implanted (B)(6) 2007, explanted unk.